Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts to crush a large stone failed when the handle was actuated. Several attempts were made to crush the stone by using an alliance handle in conjunction with the lithotripter basket ; the basket failed to crush the stone and the wire along the working length of the device broke. The stone came out of the basket and the scope was removed from the patient. The physician reinserted the scope and an extractor balloon was used to remove the basket from the patient.. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
The complainant was unable to report the suspected lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device revealed that the basket/ wire assembly and inner sheath were detached and removed from coil/ handle assembly. The coil assembly had been cut from the heat shrink and the distal end of the clear outer sheath was detached and not returned. The distal end of the coil assembly was stretched and unraveled and the coil assembly end cap had been detached and was not returned. The inner sheath was detached and wrapped around the wire basket assembly. The pullwire was bent, the basket wires were bent and unevenly spaced and the tip was intact. The pull-wire was found to have failed and broken from the distal the end of handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The evaluation concluded that although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is ''undeterminable''. A review of the device history record (DHR) of returned lot confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot.

Event description:
It was reported to boston scientific corporation that an rx trapezoid lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, attempts to crush a large stone failed when the handle was actuated. Several attempts were made to crush the stone by using an alliance handle in conjunction with the lithotripter basket; the basket failed to crush the stone and the wire along the working length of the device broke. The stone came out of the basket and the scope was removed from the patient. The physician reinserted the scope and an extractor balloon was used to remove the basket from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".